Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 6 of 6. The technical service representative (tsr) assisted the home patient (hp) as the hp stated he was still connected to the machine and did not see any leaks around the bag connections. The tsr had the hp cycle power twice to the "press go to start" prompt and had the hp remove the cassette from the machine to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm and remove the cassette. The tsr advised the hp to contact their nurse. No patient injury or medical intervention was reported. Baxter contacted the hp's son on (B)(6) 2010. The son stated the patient was in the hospital with an infection. Baxter's global pharmacovigilance was notified and provided the following information: the hp had accidentally stabbed himself with a dirty insulin needle and developed cellulitis in his right hand. The hp's nurse stated this event was not related to dialysis therapy or a baxter product. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).